Manufacturer narrative:
During inspection, the field service representative found that the wash zone probe was clogged on the architect i1000sr analyzer, sn i1sr54198, and replaced it. There have been no further occurrences of discrepant results. A review of the service history did not identify any contributing factors to the event. Tracking and trending did not identify any trends of the wash zone probe, regarding discrepant or erratic results. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, systemic issue or product deficiency was identified for the wash zone probe or the architect i1000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further information is available. Patient identifier: multiple = (B)(6).

Event description:
The customer reported falsely elevated architect intact pth results while using the architect i1000sr analyzer. The customer indicated the samples were lower on roche. The following results were provided: sample ID (B)(6): architect 145.8 pg/ml, roche 62.47 pg/ml. Sample ID (B)(6): architect 91.8 pg/ml, roche 41.21 pg/ml. Sample ID (B)(6): 137.8 pg/ml, roche 66.28 pg/ml. Sample ID (B)(6): architect 104.6 pg/ml, roche 37.85 pg/ml. Sample ID (B)(6): architect 1401.1 pg/ml, roche 669.7 pg/ml. No impact to patient management was reported.